Manufacturer narrative:
Health effect - impact codes: f15. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Abbvie is unable to confirm with the healthcare professional; therefore, additional event, product, or patient details are not attainable. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported they were injected with juvéderm voluma® xc and experienced severe pain with a full blown infection. Patient was hospitalized and had an operation due to the infection. Symptom is better. Two weeks later, the infection flare up in the neck area.